Manufacturer narrative:
Results: there was one departure noted during records review for the related sterilization batch the bioburden action limit for the nacl solution was exceeded. At that time, tissue samples were obtained for all affected tutoplast preparations and bioburden was tested. All results met requirements. Rti/tmi has distributed a total of 155 grafts specific to copios pericardium membranes without related complaints for the lot (nz151160015). Conclusion: given the facts that: the xenograft underwent a validated sterilization methodology; tutoplast®, which includes terminal sterilization by gamma irradiation after final packaging; serial (B)(4) met rti/tmi's specifications and release criteria prior to distribution; there are no related complaints associated with xenografts distributed from the lot; the symptoms experienced by the patient are expected for this kind of surgery, and no infection was documented, it is more plausible the patient's symptoms was associated with a source or event extrinsic to the xenograft implant.

Manufacturer narrative:
Rti/tmi will conduct a re-review of the product history record for copios pericardium membranes, packaging production records, environmental monitoring, distribution for related complaints associated to the lot. A follow-up med watch will be submitted. Implanted not available for return.

Event description:
It was reported that on (B)(6) 2016 a puros pi block and cancellous particulates and a copios pericardium membrane was implanted for a dental procedure with the follow up treatment he noticed dehiscence of suture in the grafted area, even though there was no infection. The block is still in its place but he wanted to report the delayed wound healing.